Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the camera head had no image when powered on. There were no reports of patient harm.

Event description:
It was reported that the camera head had no image when powered on. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.